Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 462 mg/dl. The customer was treated for the high blood glucose with manual injections. Customer reported an issue with a no delivery alarm. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The insulin pump started working as designed.